Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving ing dilaudid (20mg/ml at 8.496mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was apparently experiencing withdrawal symptoms for a month but was not aware that was the issue, and that it was due to their pump. When they came in for their next refill, the healthcare provider (hcp) pulled out almost 20cc's of drug rather than the 1 or 2cc's expected. When he read the pump initially, it alarmed that the pump had been stalled for 672 hours. The patient received an MRI within a few days after her last refill, which lined up with when the pump first stalled. The pump was refilled but a dye study was scheduled to further investigate the problem.  The dye study was scheduled for (B)(6) 2022.  The issue was not resolved at the time of this report.  The patient's weight and medical history were asked but would not be made available.  The patient was reported alive with no injury.

Manufacturer narrative:
Product ID 8780, lot/serial# (B)(4) implanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) stated that the dye study scheduled for 4/11 was canceled today. Rep will follow up with information when they have it.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.